Event description:
A customer reported following a glaucoma filtration device implant procedure, the device was clogged. No flow of aqueous humor was confirmed during a postoperative bleb revision procedure. The device was explanted and a trabeculectomy was performed. The patient¿s symptoms are improving.

Manufacturer narrative:
Additional information provided. The sample was received for investigation with unknown material covering the external surface of the device, including lumen openings. Therefore, the complaint of 'no flow' is confirmed due to the unknown material blocking the tip opening. After slicing the device, two lumens were seen on both sides of the restriction unit and no welding penetrations were seen, therefore, there is no indication for a manufacturing related factors that could cause the blockage. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. The device was in the patient's eye. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is external - related to patient condition / non-product factors, however, the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since two lumens, on either side of the restriction unit were found and no welding penetrations were found. Therefore, there is no evidence for an inherent defect that might have caused the event, and the root cause is seem to be external - related to patient condition / non-product factors. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).